Manufacturer narrative:
Product analysis: the product remains in the patient, therefore no product analysis will be performed. Conclusion: conduction disturbances, such as chb are known potential adverse effects per the device instructions for use (IFU), and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve, as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, and a conclusive cause could not be determined from the limited information available. No further adverse patient effects were reported. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, complete heart block (chb) occurred during valve deployment. A permanent pacemaker was implanted. No additional adverse patient effects were reported.